Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the malfunction. The power supply was replaced. The ventilator passed all the required testing.

Event description:
It was reported that the ventilator was flashing ventilator inoperative. There was no patient connected to the device.